Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) tsvwb8, (impl tapered scr-v sbm 4. 7mm 4.5mm 8mm) and one (1) unknown zimmer screw were reported. However, it could not be located and might have been lost in transit. Therefore, visual/physical evaluation could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was excessive loading on abutment/implant assembly. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. D10: dental implant, impl tapered scr-v sbm 4. 7mm 4.5mm 8mm, lot number 2017120453. E1: initial reporter¿s title and first name are not provided / unknown.

Event description:
It was reported that a screw fractured inside the implant, it was unable to remove the screw and implant had to be removed. Tooth site 36. Procedure was completed.